Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable was not returned for evaluation, and no log files were submitted for review, therefore, a direct correlation between the heartmate 3 lvas (B)(6) and the reported events could not be conclusively established through this evaluation. No log files were submitted for review. Extracted log files from the returned system controller were evaluated under MFR report # (B)(4) . These log files did not confirm the reported event of a driveline power fault alarm. Additional information revealed that the main controller was exchanged because no data transfer was possible on connection to the heartmate touch (hmt).the alarms resolved after the cable exchange. As of (B)(6) 2023, the modular cable has not been returned for evaluation. If the modular cable returns for analysis at a later date, this complaint will be reopened to address the findings of the evaluation. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The relevant sections of the device history record for the modular cable was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 modular cable, lot number 8344867, did not identify any device-related issues. A direct correlation between the modular cable and the reported driveline power faults could not be conclusively established through this evaluation. Visual inspection of the modular cable polyurethane jacket revealed no evidence of damage. The modular cable was tested per qap, modular cable test to evaluate the integrity of its wires. The modular cable passed testing without issue. The modular cable was also connected to a mock circulatory loop and was used to run a test heartmate 3 pump for approximately 15 minutes. No notable alarms or events were captured during this testing period, even with manual manipulation of the modular cable. The outer jacket was removed, and visual examination of the underlying armor layer revealed no evidence of damage. Upon removal of the armor layer, the bionate layer appeared unremarkable. Visual inspection of the underlying wires revealed no evidence of damage or wear. Additionally, microscopic inspection revealed no insulation breaches. Extracted log files from the returned system controller were evaluated under MFR # 2916596-2022-14968. These log files did not confirm the reported event of a driveline power fault alarm. The heartmate 3 left ventricular assist system instructions for use (IFU) is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The relevant sections of the device history record for the modular cable, lot number 8344867, was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple driveline power fault alarms. The alarm was cleared but reappeared shortly after. A modular cable exchange was performed, and the alarms resolved.